Event description:
Customer sent an email about a lancing device that came with a hp meter that was not working properly. Customer claimed that sometimes the device was releasing when button is pressed, sometimes it did not.